Event description:
It was reported, that the electrosurgical generator exhibited error 486. The reported issue occurred, before the procedure. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was not returned. However, an olympus field service engineer (fse) was able to inspect the device. According to the fse, the user¿s report was confirmed. Reportedly, a broken piece of the saline cable connector was discovered inside the socket, preventing a secure connection, and ultimately causing the reported error code. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe that the reported issue may have been the result of the compromised connection. Olympus will continue to monitor the field performance of this device.